Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report cgm inaccuracies on (B)(6) 2013. The patient reported the following discrepancies: cgm was reading at 55 mg/dl and blood glucose meter was reading at 135 mg/dl, cgm was reading 229 mg/dl and the blood glucose meter at 130 mg/dl, cgm was reading 202 mg/dl and the blood glucose meter at 167 mg/dl, cgm was reading 144 mg/dl and the blood glucose meter at 59 mg/dl. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.